Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0apc0, implanted: (B)(6) 2013, product type: lead; product ID 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3389s-40, lot# va0a2fn, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4). The device was used for an off label indication. The indication the device was used for was depression.

Event description:
It was reported that the patient was in a car accident and needed diagnostic testing. The testing was a precautionary measure due to the accident, even though the patient did not appear to be very injured. The reporter noted that the patient was unable to tolerate being turned off. The reporter was unsure if the device was functioning. Reference manufacturer¿s report number: 3007566237-2014-01866.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a 50% or greater symptom reduction. On (B)(6) 2014, the patient lost control of her car and struck a guard rail. The patient sustained some bruising, but walked away otherwise uninjured. An electrocardiogram (EKG) revealed no clinically significant findings other than previously documented issues. A new CT revealed no acute pathology. As a precautionary measure, the patient¿s stimulation was reduced from 9.0 to 7.5 volts, as well as her medication dosage. The cause of the issue remained unknown and was not determined to be a device effect. The patient recovered without permanent impairment.